Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the thumb pusher was disengaged and missing from the device. The single-use loading unit (sulu) was received fully applied and the interlock was engaged. Microscopic inspection noted cracks on the sulu. No damage was noted to the knife blade. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. Replication of the cracks in the loading unit may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hand assisted right hemi-colectomy, the device was broken while being used to transect the ascending colon. The surgeon was performing an extracorporeal resection of the colon. As stated, the black swivel piece used to fire stapler and retract knife blade fell off after stapler was fired. It was disengaged from the handle and fell off. New stapler was opened to replace in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hand assisted right hemi-colectomy, the device was broken while being used to transect the ascending colon. The surgeon was performing an extracorporeal resection of the colon. As stated, the black swivel piece used to fire stapler and retract knife blade fell off after stapler was fired. It was disengaged from the handle and fell off. There was no patient injury.